Event description:
The first patient died within 24 hours of pipeline stenting of cerebral aneurysm. Patient had an unexpected and catastrophic intracerebral hemorrhage.the second patient had cerebral infarcts, thrombosis of pipeline stent, subarachnoid hemorrhage, neurosurgery and unexpected death after pipeline stenting procedure.